Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the hs-3045 (B)(4) seal did not load properly into the delivery tube. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).